Event description:
It was reported that during an unk procedure the device would not pass the pre test cycle. Used a second like device to complete the case.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received in good condition. No visible damaged was noted. The device was tested on a generator and it was found that the hand control switch assembly buttons were non functional. Complaint info is trended on a regular basis to determine if further investigation is warranted. Batch record review was performed and no anomalies were found during the manufacturing process.